Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), omentectomy ('omentectomy'), lymphadenectomy ('right pelvic lymph node dissection') and appendicectomy ('appendectomy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), omentectomy (seriousness criterion medically significant), lymphadenectomy (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant), experienced psychological trauma ("psych injury"), fatigue ("fatigue") and ovarian cyst ("two huge ovarian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, lymphadenectomy, appendicectomy, psychological trauma, weight increased, fatigue and ovarian cyst outcome was unknown. The reporter considered appendicectomy, fatigue, lymphadenectomy, medical device removal, omentectomy, ovarian cyst, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for fatigue, weight gain, psych injury, omentectomy, appendectomy, right pelvic lymph node dissection. Concerning the injuries reported in this case, the following one was described in patient¿s social media: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added: two huge ovarian cysts. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), omentectomy ('omentectomy'), lymphadenectomy ('right pelvic lymph node dissection') and appendicectomy ('appendectomy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), omentectomy (seriousness criterion medically significant), lymphadenectomy (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant), experienced psychological trauma ("psych injury"), fatigue ("fatigue") and ovarian cyst ("two huge ovarian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full), salpingectomy. (Bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, lymphadenectomy, appendicectomy, psychological trauma, weight increased, fatigue and ovarian cyst outcome was unknown. The reporter considered appendicectomy, fatigue, lymphadenectomy, medical device removal, omentectomy, ovarian cyst, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for fatigue, weight gain, psych injury, omentectomy, appendectomy, right pelvic lymph node dissection. Concerning the injuries reported in this case, the following one was described in patient¿s social media: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), omentectomy ('omentectomy'), lymphadenectomy ('right pelvic lymph node dissection') and appendicectomy ('appendectomy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), omentectomy (seriousness criterion medically significant), lymphadenectomy (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant), experienced psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, lymphadenectomy, appendicectomy, psychological trauma, weight increased and fatigue outcome was unknown. The reporter considered appendicectomy, fatigue, lymphadenectomy, medical device removal, omentectomy, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for fatigue, weight gain, psych injury, omentectomy, appendectomy, right pelvic lymph node dissection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter and patient demographics were added. Updated essure drug indication. On (B)(6) 2014, she implanted essure (previously reported as 2012). On (B)(6) 2018, she explanted essure. Injury event was replaced with fatigue, weight gain, psych injury, omentectomy, appendectomy, right pelvic lymph node dissection and medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.